Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert stated under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain". The user facility is outside of the united states. No medwatch report was received.

Event description:
Patient underwent total hip arthroplasty on (B)(6), 2008. Revision was performed on (B)(6), 2011, due to ongoing pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
A principle research scientist reviewed medical records that were provided and confirmed metal ion sensitivity. This follow up is being submitted to update the event description. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions."

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6), 2008. Subsequently, a revision was performed on (B)(6) 2011, due to ongoing pain. The acetabular cup and modular head were removed and replaced. Further review of medical records confirmed metal ion sensitivity.